Event description:
The customer reported that in the middle of a procedure, the jaws of the device would no longer open. The device was cut out of the tissue. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.